Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high pacing impedance and varying defibrillation impedance. The patient then presented in-clinic for lead testing. Isometric testing was performed, and noise was not noted nor reproduced. No further intervention was performed, and the patient will be further monitored. There were no patient consequences.